Manufacturer narrative:
The device was received at boston scientific's return products department and is currently undergoing laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks on the casing and header. The seal plug is intact and the set screw operates normally. An electrode was inserted into the header. The set screw was tightened and the electrode was held in place. The device was interrogated and was found with a monitoring voltage of 9.18 volts associated with a remaining battery life to eri was 15%. A review of the device memory noted no resets, errors, or fault codes. The device has recorded 55 episodes with one episode occurring on (B)(6) 2017. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for defibrillation threshold testing. The induced arrhythmia could not be terminated following multiple shock therapies. The physician plans to explanted this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode. The patient will be presented back to the ep laboratory for implant of a transvenous system. Two days later, the patient was presented back to the ep laboratory. Both the s-ICD device and electrode were successfully explanted without incident. A transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were implanted. The available information suggests that this ICD and rv defibrillation lad remain in-service.